Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately fifteen months after being implanted, the implantable cardiac monitor (icm) came out of the patient. The device is no longer in use. No further patient complications have been reported as a result of this event.